Manufacturer narrative:
Date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2019 was chosen as a best estimate based on the date of revision surgery. The complainant was unable to provide the suspect device lot number; however, it was reported that the expiration date of the device is october 1, 2006. This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). The revision surgery on (B)(6) 2019 was performed by (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of three devices used during two different procedures. It was reported to boston scientific that an advantage system was implanted into the patient during a transvaginal tape with cystoscopy procedure performed on (B)(6) 2004 to treat stress urinary incontinence. The procedure was completed with no bladder perforation. The patient was transferred to the recovery room in stable condition after the procedure. On (B)(6) 2014, the patient was implanted with an upsylon y-mesh and an obtryx halo device during a robot-assisted sacral colpopexy and mid-urethral transobturator sling procedures due to grade 3 midline cystocele and stress urinary incontinence. The procedure was completed with no complications. The patient tolerated the procedure very well and was transferred to the recovery room. On (B)(6) 2019, the patient underwent anterior repair, sacrospinous ligament fixation, sling excision x2, urethral reconstruction, and cystoscopy procedure due to urethral mesh erosion, recurrent urinary tract infections, cystocele, vaginal vault prolapse and second sling erosion.